Manufacturer narrative:
Correction: section e1: initial reporter-reporter name should have been (B)(6) medical center; reporter phone number should have been (B)(6); reporter address line 1 should have been (B)(6); reporter city should have been (B)(6), reporter state should have been selected (B)(6) reporter postal office or zip code should have been (B)(6). The reported event for ineffective stimulation/ipg inoperable was confirmed. The as-received ipg would not communicate due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and passed functional testing to manufacturing specifications using the autotester. Unable to determine the cause of the reported event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05374, 1627487-2021-18012. It was reported that patient underwent surgical intervention on (B)(6) 2021 wherein the entire system was explanted for being nonfunctional.